Manufacturer narrative:
According to the complainant the device will not be returned for investigation, as it was discarded. We are unable to determine if any product condition could have contributed to the skin scarring. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone14.2 cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s mother stated that the patient was experiencing high blood glucose levels that rose to 330 mg/dl while wearing the pod on their abdomen between 4 and 24 hours. The patient¿s mother reported there was leakage of insulin from the pod site, and upon removal of the pod, scarring was noted at the infusion site. The pod is unavailable for evaluation, as it was disposed of.